Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate atp (anti-tachycardia pacing) therapy from their implantable cardioverter de fibrillator¿s (ICD) as it did not withhold therapy for sinus tach in the fvt (fast ventricular tachycardia) zone. It was noted that the patient was exercising and then felt light headed, stopped exercising and then after their heart rate came back down they started feeling better. The physician wanted to know what reprogramming changes can be made to prevent therapy in the future. The ICD remains in use. No further patient complications have been reported as a result of this event.